Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
An increase was seen in the creatine kinase-muscle/brain (ck-mb) marker following coronary atherectomy. Unspecified electrocardiogram changes were also noted. The reported observations were classified by the study site as a myocardial infarction. No additional treatment was administered and the patient was discharged. Clinical study identifier: (B)(6).